Event description:
The patient was admitted to the hospital for revision reconstruction of both breasts, removal and replacement of breast implants, and right mastopexy secondary to ruptured breast implants. The right breast implant was originally implanted in 1983 and it was a silicon breast implant. In 1984, the right breast implant was removed and then replaced in 1985. The left breast implant had been originally placed in 1994. The manufacturer is unknown. The right breast implant was a replicon type implant. The left breast implant was a double lumen type breast implant with an intact saline, inner pocket and a ruptured outer silicone gel pocket.